Manufacturer narrative:
Evice was received for evaluation. Visual inspection was performed which noted there was several drops of fluid inside a bag that contained the unit. When the unit was removed from the bag, an untightened winged luer cap was identified. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and the unit was monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of the condition could not be determined; however, a probable cause may be user related. The product label (IFU, instructions for use) instructs the user to ensure the cap is securely connected after filling and priming. The device was determined to be conforming product during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from "the cap from the line". This was observed during product inspection, prior to patient use. There was no patient involvement. No additional information is available.